Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Emergency medical technicians (emts) provided glucagon and carbs to address bg.